Event description:
It was reported via phone call that the insulin pump has an intermittent or no response from several buttons. It was stated that buttons weren't pressed for longer than 3 minutes. The insulin pump was not bumped or dropped. The customer cleaned the battery cap and changed the battery but anomaly persists. The customer wears the insulin pump in the bra without any protection. Blood glucose value was 18.7 mmol/l. Customer was advised the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corner, minor scratched display window and missing end cap sticker.